Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, clamp tubing" alarm. The residual volume was 51.4ml, and 38.6ml had been administered at a rate of 2.2ml/hr. There was no patient injury.